Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced multiple controller fault alarms. The controller was exchanged. There was no reported patient injury as a result of this event. The exchanged controller was returned to the manufacturer for evaluation. The controller passed all functional testing however, review of the log files revealed multiple controller fault alarms. The root cause for the reported "controller fault" alarm was found to be an aps failure in the controller, most likely as a result of a compromised component supplied by an external manufacturer associated with reverse bias leakage current in the automatic power switching circuit of the controller. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms.

Event description:
It was reported from the united states that the controller had multiple controller fault alarms. A controller exchange was performed and the alarms resolved. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.